Event description:
It was reported to the manufacturer by the end user, per the end user, "the patient did fallout of bed but there are no reported injuries". (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit have not been returned.